Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after collapsing. Additionally the patient experienced symptoms of bradycardia. It was determined that the patient's device had reached elective replacement indicator (eri) with unexpected longevity. The right ventricular (rv) lead exhibited low impedance and no capture. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.